Manufacturer narrative:
(B)(4). The ziv6-35-125-7.0-120-ptx stent of lot number c779614 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. Available information stated that the patient had pre-existing conditions including hypertension, coronary artery disease, diabetes (type ii), hypercholesterolemia, advanced age and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2013: three zilver ptx stents were placed in the patient's left sfa. On (B)(6) 2015: restenosis was confirmed where the ptx stent was placed. Rest pain was seen on the patient. On (B)(6) 2015: pta was performed against restenosis. The patient condition has since recovered. As three zilver ptx stents are reported to be involved in this event a separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00051 and 3001845648-2016-00052.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-7.0-120-ptx stent of lot number c779614 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and secondary intervention angiography 2.75 years later are provided along with the complaint report. The lesion was left proximal sfa occlusion and distal moderate and severe mid to distal sfa stenosis. The majority of the angiography was performed with c02. All the arteries were severely calcified. The length of the 3 stents implanted from the sfa origin to the adductor canal was 30.5cm. The popliteal artery was severely narrowed at the sfa junction to 2.5mm. Runoff was severely limited with proximal occlusion of all runoff vessels except possibly the peroneal artery. The imaging was only c02 angiography and only of the proximal calf. At secondary intervention the intervention was performed completely with contrast. The patient likely went on dialysis between implantation and the secondary intervention. Consequently the use of contrast was no longer an issue. Multiple mild and moderate stenoses from neointimal hyperplasia were present throughout the stents except at the adductor canal where a 60% stenosis was present (2.5mm/6.3mm). The popliteal artery stenosis was unchanged with a 2.5mm in diameter residual lumen. The severe runoff stenoses were unchanged. The mid and distal stents were treated with angioplasty and likely atherectomy although the specific device could not be identified. Imaging demonstrating intervention on the proximal stent neointimal hyperplasia was not demonstrated. The posterior tibial artery was recanalized into the distal calf with restoration of continuous single vessel runoff to the foot. The popliteal stenosis was not treated. No stent fracture was present. Impression: 1. Restenosis from neointimal hyperplasia was confirmed. It was unlikely however, that these stenoses alone were enough to cause the patient to develop rest pain. The patient was still better off from the iliac through popliteal arteries than prior to the initial intervention. Consequently symptom of rest pain however, was likely related to progressive severe calf runoff limitation otherwise long recanalization of the chronically occluded left posterior tibial artery would not likely have been attempted. 2. Long stent length, popliteal stenosis distal the stents, severely limited calf runoff, patient age, severe vascular calcification and likely grade 4 or 5 ckd increased the likelihood of neointimal hyperplasia. Given these constraints the stents faired reasonably well over 3 years. 3. Significant findings relative to the patient's anatomy were not observed. 4. Significant findings relative to the disease state were observed. Distal runoff was limited by a moderate popliteal artery stenosis and long segment occlusion of all runoff vessels. 5. Significant findings relative to the use of the device were not observed. 6. Significant findings relative to the performance of the device were observed. The stents developed neointimal hyperplasia. No defect or fracture was observed. 7. Significant findings relative to the design of the device were not observed.¿ the customer complaint can be confirmed as imaging confirmed restenosis. According to the imaging, restenosis from neointimal hyperplasia was observed. The long stent length, popliteal stenosis distal the stents, severely limited calf runoff, patient age, severe vascular calcification and likely grade 4 or 5 chronic kidney disease (ckd) increased the likelihood of neointimal hyperplasia. In addition, from available information, it is known that the patient had pre-existing conditions including coronary artery disease, hypertension, diabetes (type ii), hypercholesterolemia, renal failure and a history of tobacco use. According to the independent reviewer, it was unlikely that the stenosis alone caused the patient¿s rest pain. The rest pain was likely related to progressive severe calf run-off limitation. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this occurrence was the patient¿s condition; however a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: on (B)(6) 2013: three zilver ptx stents were placed in the patient's left sfa. On (B)(6) 2015: restenosis was confirmed where the ptx stent was placed. Rest pain was seen on the patient. On (B)(6) 2015: pta was performed against restenosis. The patient condition has since recovered. As three zilver ptx stents are reported to be involved in this event a separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00051 and 3001845648-2016-00052.